Event description:
It was reported that there was a speaker malfunction error message and no tone or alarm sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed by the philips field service engineer (fse). The fse adjusted the volume to 10 and there was no sound when the device was operation in demo mode. The fse replaced the speaker, and the issue persisted. The fse replaced the main printed circuit board (pcb), which resolved the customer's issue. The device was confirmed operational through testing and the product is back in service. The investigation concludes that no further action is required at this time. (B)(6).